Event description:
It was reported by the customer that, "during clinical education, bd alaris pca was being programmed by end user and resulted in error code 358.2000. Bd alaris infusion system was shut down and turned back on, end user selected "yes" to new patient and further programming on bd alaris pca module resulted in same error code 358.2000. Initial error code was received after multiple uses of bd alaris pca module over the course of 3 classes. Initial programming of pca scenario did not result in any error, but only when end user was learning to change the pca syringe from the bd instructor". There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event ¿error code 358.2000¿ was confirmed and attributed to a defective logic board. An external and internal review of the pca module was performed, and it was found that the logic board was defective. The suspect pca module s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). The logic board of the suspected pca was replaced with one in good condition from the dchu facility. Functional testing was performed on the suspect pca module, and no problems or anomalies were found related to the reported event. After the tests were completed, the original logic board of the suspected pca was reinstalled, and the suspected pca once again displayed the ¿error code 358.2000¿ after service depot reported the issue did not stop after replacing the plca logic board, testing was repeated. Calibration was attempted but failed displaying error code 358.2000. The logic board was replaced with a known good dchu test logic board (tc10016486). A 27-hour test infusion was completed successfully with no errors or anomalies. Calibration and pm completed successfully. An additional 10-hour infusion was completed. No errors appeared while the known-good logic board was installed in the suspect pca. After the tests were completed, the original logic board of the suspected pca was reinstalled, and the unit once again displayed the ¿error code 358.2000¿ the facility reported an error code ¿358.2000¿ on (B)(6) 2025; time was not provided. Through the review of the error logs from both the suspected pca and the pcu, it was observed that the error code ¿358.2000¿ reported by the facility was recorded twice on (B)(6) 2025, at 12:01 pm and 2:56 pm. On (B)(6) 2025, between 12:01 pm and 12:06 pm: the suspect pca was attached to the returned pcu on channel c. The user programmed an infusion (rate: 1 ml/h, vtbi: 43.35 ml, drugid: 406, syringe type: bd 50 ml). The infusion started, and the channel error code ¿358.2000¿ was displayed (pvi: 1.5314 ml). Channel off was selected, and all devices were turned off. On (B)(6) 2025, between 2:51 pm and 2:57 pm: the user programmed another infusion (rate: 150 ml/h, vtbi: 2 ml, drugid: 406, syringe type: bd 50 ml). The infusion started, and the channel error code ¿358.2000¿ was displayed. All devices were turned off. Channel error bd alaris¿ system tip sheets states: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. This issue was previously escalated to integrated supply chain (isc) on 10oct2025 for further root cause analysis. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event ¿error code 358.2000¿ was determined and attributed to a defective logic. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that, "during clinical education, bd alaris pca was being programmed by end user and resulted in error code 358.2000. Bd alaris infusion system was shut down and turned back on, end user selected "yes" to new patient and further programming on bd alaris pca module resulted in same error code 358.2000. Initial error code was received after multiple uses of bd alaris pca module over the course of 3 classes. Initial programming of pca scenario did not result in any error, but only when end user was learning to change the pca syringe from the bd instructor". There was no patient involvement.